Manufacturer narrative:
The returned device analysis confirmed the break in the gripper line. However, the reported physical resistance/sticking of the delivery catheter (dc) handle during advancement was not confirmed during the analysis as the dc handle advanced as intended with no trouble. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information reviewed, a definite cause for the reported physical resistance could not be determined. The gripper line break was due to procedural conditions. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during clip deployment, the gripper line broke. It was reported that the mitraclip procedure was performed to treat mixed mitral regurgitation with grade of 4. The patient had a small anatomy with small atrium, the septal puncture was a huge problem and the height over the valve was 3.3 cm. Following all the steps per the instruction for use (IFU), the physician had to manipulate the system to gain height to the mitral valve. More curves were applied to the cds than usual and the tension was very high. During clip deployment, the gripper line broke as the cds had too much tension. The procedure was aborted as the second cds would have the same issue. The cds with the clip attached and gripper line were removed. There were no clips implanted, mr remained at 4. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided. No additional information was provided.